Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that no images are displayed due to a communication failure caused by a cable failure. The root cause of the cable failure could not be specified. The event can be detected/prevented by following the instructions for use (IFU) which state: do not coil the camera cable with a diameter of less than 20 cm. Never excessively pull the camera cable but straighten it gradually when it is coiled. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Do not use excessive force when wiping the external surfaces of the camera cable. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. Never use a clamp or forceps to attach the camera cable to another object. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the 4k camera head displayed no image. The issue occurred when preparing the scope for use in a diagnostic laparoscopic surgery procedure. There was no delay and the procedure was completed using a similar device. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
During device evaluation at olympus, it was found the complaint was confirmed and the screen blacked out due to a faulty cable. This event is under investigation. A supplemental report will be submitted upon receiving additional information.